Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. The patient was subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 25, 2023.

Manufacturer narrative:
This report is submitted on august 21, 2023.